Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(6).

Event description:
It was reported that due to the patient playing volleyball the right ventricular (rv) lead began undersensing. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary # product ID# 693565. The lead was returned, analyzed and no anomalies were found.